Event description:
Related manufacturer reference number: 1627487-2023-00708. It was reported the patient had a fall and experienced ineffective therapy. S1 lead migrated. As a result, surgical intervention occurred wherein the lead was replaced, addressing the issue. During the procedure, imaging confirmed the second lead also migrated. Both leads were replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.